Event description:
During review of the programming history available to the manufacturer, it was noted that a faulted diagnostic test occurred on (B)(6) 2008, that resulted in an unintended change in settings. A final interrogation was not performed. The unintentional settings were not corrected until they were discovered at the next office visit on (B)(6) 2008. No adverse events have been reported as a result of the change in settings.

Manufacturer narrative:
Review of programming/device diagnostic history performed.

Event description:
The faulted diagnostic test occurred on (B)(6) 2008, which resulted in the unintended change in settings.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report inadvertently reported the date of the faulted diagnostic test incorrectly. However, it was reported correctly.

Manufacturer narrative:
Review of device programming/diagnostic history performed." Corrected data: initial report inadvertently indicated that no patient was involved however this is incorrect however a patient was involved, but his or her information is unknown. Has been updated accordingly.